Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's bra when the alarm occurred. The customer reported an elevated blood glucose (bg) level in the 400 (mg/dl) range with moderate ketones. Tandem technical support informed the customer that this alarm will be declared if something is pressing the button. The customer stated that since the pump was in her bra at the time of the event, the button was most likely pressing down on the button. Customer was successfully able to resume insulin delivery and delivered a correction bolus to stabilize elevated bg level.